Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose level. Customer's blood glucose value was 38 mg/dl at the time of the incident. Customer current blood glucose was 60 mg/dl. Customer stated that the symptoms related to high blood glucose such as shaking. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did alleged insulin pump was over delivering. The device will be returned for analysis.